Event description:
Medtronic (covidien) received reports that after a flow diversion treatment of an unruptured right supraclinoid ventral internal carotid artery (ica) aneurysm with 2 pipeline flex devices, the patient woke up neurologically intact but 4 hours post procedure, the patient went rapidly densely hemiplegic on the densely hemiplegic on the left side (right sided ica pipeline). CT showed a large intracerebral hemorrhage with intraventricular extension. The patient required an immediate decompressive craniectomy and evacuation of the intracerebral hematoma; skull flap left off for anticipated cerebral swelling. Massive bleed in the brain parenchyma causing significant loss of brain function. This was a delayed ipsilateral parenchymal hemorrhage. No subarachnoid blood at all. No wire was ever past m2 and this is bleeding clearly from m4 branches (ie. Cortical). Currently, the patient is intubated, on a ventilator. Most likely will have significant hemiparesis of right side even after rehab but very difficult to know at this early stage. Post-stent angiography showed stasis in aneurysm, no endoleak and anterior choroidal and ophthalmic filling well.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline flex will not be returned as they were implanted in the patient. No other complaints have been reported against the lot numbers. Based on the reported information, no device malfunction or defect was reported during use. The event occurred in the patient post procedure and its cause was unknown.